Event description:
It was reported that two technical errors codes were generated when the ventilator was powered up. One indicated an internal memory error and the other a depleted memory backup battery. There was no patient involvement. Manufacturers ref. #: (B)(4).

Manufacturer narrative:
It was reported that the device generated technical errors on start up. The issue will be resolved by replacing the pc monitoring board. No information of any parts being replaced has been received and no parts has been returned to manufacturer for technical investigation. The cause of the reported issue has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).